Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported on (B)(6) 2016 that 2 patients had striae 2 days following uncomplicated intralase flap creation, flap lift, and excimer ablation. Requested patient information without reply to date. On (B)(6) 2016 surgeon reported that he refloated the flaps and repositioned them with uncorrected visual acuity of 20/20. Surgeon had no further concerns. This report is 1 of 2.